Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized after experiencing diabetic ketoacidosis levels. The customers current blood glucose is unknown, as well as symptoms and treatment. The customer is reporting a past event. Troubleshooting was not performed. The sensor was returned for analysis.